Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: b5, d1, d4(model#), g1(contact person), h8, h10. A getinge field service engineer was dispatched to investigate the issue. The fse performed the compressor output test and all manifold test, which the unit passed. However, the fail code was still there after powering on. Then, the fse performed the drive regulator calibration, which fixed the issue. The unit passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that after start up, the cardiosave intra-aortic balloon pump (iabp) displayed test fail code#14.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit and during review of the logs, was able to confirm error# 14 (compressor performance and regulator). The fse performed "drive regulator calibration" and the error was gone after, after calibration it passed. The fse then let the unit run with a maquet balloon for testing. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that after start up, the cardiosave intra-aortic balloon pump (iabp) displayed test fail code#14. In addition, the customer informed that the code was gone after the drive regulator calibration was performed. There was no patient involvement, and no adverse event reported.